Event description:
It was reported to MFR by facility, (B)(6), per facility they were transporting a resident when the mast bent and snapped off near the point where it meets the extension coming up and out of the base. Claims the locking knob shot across room. The resident fell to the floor. He was taken to the hospital for x-rays, no reported fractures or injuries. (B)(4) was issued to get lift back for eval.